Event description:
I was tested positive for covid-19 at (B)(6) at their site at (B)(6) on (B)(6) 2021. I received the result on (B)(6) 2021. I retested on (B)(6) 2021 again twice and for 15 minutes apart. The result came out negative for both test. The accuracy of the testing site and the test material is questionable to me. Please take a look at this complaint. FDA safety report ID# (B)(4).